Manufacturer narrative:
It was reported that no flow could be achieved at initiation of the ecls. A getinge service technician investigated the unit on 2021-06-17 and could not confirm any malfunction. The technician performed safety, calibration, and functionality checks to factory specifications. The log files were analyzed by getinge product experts (life cycle engineering) on 2021-06-29. No malfunction or failure was noted. The customer then stated that the event was caused by a clinical application issues causing the event instead of malfunction of the machine. It was told that the patient condition was worse and his physical and clinical conditions could not support the use of ecls. Based on the investigation results no product related malfunction could be confirmed. The most probable root cause is a high flow resistance in the circuit caused by the patient conditions and/ or application. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further details on patient condition, clinical application and product information of the involved disposable were requested but not yet received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that the cardiohelp showed low flow (~0.2 lpm) when rpm was up to 4000 during startup on patient. As flow could not be established, they weaned out the machine from patient. Complaint ID: (B)(4).